Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 04/07/1999 at a retail vendor. On 04/11/1999, she sought medical treatment for infection at the piercing site of the right ear. She was given antibiotics.